Event description:
Device malfunction: premature, partial stent deployment. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left femoropopliteal revascularization procedure, during advancement of the xpert stent delivery system (sds), the stent prematurely, partially deployed. The xpert sds was removed in the guiding catheter as a single unit without incident. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(Off label use in peripheral vasculature). The device was received. Investigation is not complete.